Event description:
Event description guidant received information that this right ventricular lead experienced loss of capture and impedance measurements greater than 2500 ohms, and this right atrial lead was unable to sense atrial fibrillation. The patient had an intrinsic rhythm and experienced no symptoms or adverse effects.